Manufacturer narrative:
No device or imaging was provided for evaluation. No determinations could be made to the reported issue.

Event description:
It was reported that during a distraction, a marvel growing rod was found to have been implanted upside-down inside of the patient. This event occurred in poland.